Event description:
It was reported patient underwent a small bone foot fracture repair procedure on (B)(6) 2014. Review of radiographs revealed a fractured plate. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The implanted device is indicated for use with fractures of the hand and not the foot.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states: "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."